Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced feeling dizzy, a loss of consciousness, and not well. Customer was unable to self-treat and was given orange juice, cookies, glucose gummies, and glucose jells by the paramedics. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced feeling dizzy, a loss of consciousness, and not well. Customer was unable to self-treat and was given orange juice, cookies, glucose gummies, and glucose jells by the paramedics. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and observed debris that appear to be flakes of material on pcba (printed circuit board assembly) triangle. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The debris was observed on the sensor plug being removed during product return investigation as the debris may have dislodged from the sensor plug or sensor housing and landed in the pcba (printed circuit board assembly) triangle indicating it was not present prior to its removal. In addition, the passing of all tests during the investigation indicates that the debris that is present is not sufficient and did not impact the sensor¿s ability to generate an accurate glucose reading. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.